Event description:
It was reported that lead noise and high rv pacing lead impedances were observed. Possible lead damage was suspected. Lead was not explanted and an additional lead was implanted. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.